Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed increasing charge times, and reached elective replacement indicator (eri) after being implanted 34.4 months. The longevity of the device was in question. Additional information was provided that the device was explanted, successfully replaced and returned to boston scientific for analysis.